Event description:
Additional information was received. It was reported that the pain at the implant site was first noted on (B)(6) 2016, and they noted that they had to sit on a pillow. The patient denied trauma to the site, but was unsure if they had fallen recently before that date. They did ¿note¿ feel the device was working well, and were found to have pelvic and perineal pain, urinary retention, and neuromuscular bladder dysfunction. It was noted that there was no evidence of uti and the patient was emptying well. It was noted that device was off at this time. The device was turned on to program 1 at 2.2 volts. The patient was told to self-catheterize if they did not void for 8 hours; this was their previous treatment, prior to implant. A pelvic x-ray was scheduled for (B)(6) 2016 due to the reported pain, to ensure the device was intact. ¿ap and lateral views of the pelvis in the x-ray demonstrated a stimulator electrode traversing through the left sacrum at s3 level, with its tip in true pelvic region, anterior to sacrum. The bony pelvis was normal, and no other significant finding was seen.¿ the stimulator generator was seen in the left gluteal region. On (B)(6) 2017, it was noted that the patient had the same symptoms as before, and was using crede expression and intermittent catheterization for drainage; they occasionally don¿t empty well. It was noted the patient needed an adjustment from a manufacturer representative, and may need to move the transducer. It was also noted that there was no straining with urination, no urgency, and there was a normal urinary stream. On (B)(6) 2017, the patient elected to have a revision surgery to move the ins because they could feel the transducer underneath the skin; other options were discussed. The lead was noted to be in a good position, and the unit appeared to be normal upon removal. When the pocket was opened, it was noted that some clear fluid came out under a little bit of pressure, ¿which certainly may have been the source of their discomfort.¿ there was no obvious sign of infection. It was repositioned higher on the left buttock and deeper. The impedance was checked and the device appeared to be working correctly. ¿the patient tolerated the procedure well.¿ the patient¿s medical history included: neurogenic bladder, urinary tract infection (stable), urine retention, no fever, no dysreflexia, and no hematuria. Lab results included: pvr ml, bladder scan was 0; urinalysis automated was negative for blood, nitrite, and leukocytes. The patient¿s concomitant medications included: augmentin 875 mg-125 mg oral tablet taken twice a day; macrobid macrocrystals-monohydrate 100mg oral capsule taken twice a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had discomfort at their pocket site. It was noted that a fall or accident led or contributed to the issue, but there were no known detail about this event. The patient¿s healthcare provider revised the pocket on (B)(6) 2017, to increase the patient¿s comfort, and the issue was resolved.